Event description:
Pt's husband states that he was setting up the pt's pump and after the tubing primed, the pump beeped and "error" message appeared on the pump - "an error has occurred." Need to send back to smiths medical for service. Husband states that the other pump is set up, infusing, with no problems. Husband states that there was no interruption in therapy. Malfunctioning pump is sn #(B)(4), maintenance due date 02/28/2019. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 46nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.